Event description:
Pump infusing at a faster rate than what was programmed. The pump was delivering unspecified concentrations of fentanyl and bupivicaine at a rate of 6ml/hr via an epidural route. A second plum pump was infusing normal saline at a rate of 60ml/hr. Approximately 30 minutes later, the nurse noted that the pump delivering the fentanyl and bupivicaine, was infusing at a rate of 60ml/hr instead of the intended rate of 6ml/hr. The second pump continued to deliver at the intended rate of 60ml/hr. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.